Event description:
It was reported that a display anomaly was observed on tachycardia programming zones on the implantable cardioverter defibrillator (ICD) during a routine generator change. It was noted that the fast path and parameters on the programmer screen showed ventricular tachycardia - 2 therapy zones as ¿antitachycardia therapy pacing x 3 (atp x 3) off", a printout also showed "atp x 3 off " on fast path but the display for printout on the parameters page showed ¿atp x 3 off followed by 800v, 875v x 2¿. The ICD was interrogated with a different programmer and the same issue was observed. The discrepancy between the fastpath and parameters display printout page was questioned. The ICD was explanted and replaced due to normal elective replacement indicator (eri). The patient was stable.